Event description:
Related manufacturer reference number. It was reported patient was unable to place into MRI mode and experienced ineffective stimulation since both the leads was having high impedances on multiple contacts. As such surgical intervention took place where both the leads were explanted and replaced thereby resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.